Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, installation of the device was completed, but it could not be activated. The surgeon was able to pressed the green button but could not squeezed the handle and device could not fire. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracoscopic lobectomy procedure, installation of the device was completed, but it could not be activated. The surgeon was able to pressed the green button but could not squeezed the handle and device could not fire. There was no patient injury.